Manufacturer narrative:
Section b3: date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-06640. It was reported that patient experienced ineffective stimulation due to autoreducing. Lead diagnostics indicated all 16 contacts had high impedances. No falls or trauma were reported. Surgical intervention was undertaken wherein both leads were explanted and replaced. Therapy was restored.